Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that a delivery wire, coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, due to the interlocking arm of the coil was detached and it was not returned. The twist lock of the introducer sheath had been opened, kinked and stretched. Residues of blood were noted within the introducer sheath. The delivery wire was inspected and no anomalies were noted. The coil was inspected and was found kinked and stretched near the interlocking arm and zap tip. The interlocking arm of the coil was detached and it was not returned. A microscopic inspection revealed that the zap tip has a smooth surface, interlocking arm of the coil was detached and it was not returned,and main coil was found kinked and stretched near the zap tip and interlocking arm. Many of the fiber bundles of the delivery wire were detached. A dimensional inspection revealed that the weld outer diamter (od), weld arm od (max), and wire zap tip (max) of the delivery wire were within its specification. The zap tip od and primary coil od were within its specification. The no. Of distal fiber bundlesa and no. Of distal fiber bundles were unspecified.

Event description:
Reportable based on device analysis completed on 14jun2019. It was reported that the device was unable to deploy. A 12mm x 20cm interlock-35 was selected for use. During preparation, it was noted that the coild was unable to deploy and could not pushed through. The procedure was completed with another of the same. There were no patient complications reported. Patient is stable. However, device analysis revealed that many of the fiber bundles were detached.